Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter compared to the physician's coaguchek meter. The customer's meter serial number was asked for but not provided. The result from the customer's meter while at the physician's office was 3.7 inr. The result from the physician's meter was 2.1 inr. The physician's meter serial number was asked for but not provided. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in warfarin, no changes in diet, no illness, and no new medications. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.